Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was attempted but not used during implant. It was noted that after correct placement, the lead helix would not extend. After multiple attempts, the lead was explanted and replaced. No patient complications have been reported as a result of this event.